Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) and battery failed a visual inspection. The ups and battery were replaced. The navigation system then passed the system checkout and was found to be fully functional. The ups and battery were returned to the manufacturer for analysis and no failure was found. The battery was tested (49.8v) with the accompanying ups for a 24-hour period and tested with no issues. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes as programmed. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was an uninterrupted power supply (ups) and battery failure, which may have caused or contributed to the issue. It was noted that the ups and battery were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was shutting down unexpectedly. The manufacturer representative stated that they let the system charge overnight and when they unplugged the unit from the wall, it powered down immediately. No patient involvement was reported.